Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure/roux-en-y, the blunt trocar could not be attached to the anvil center rod. The root of the trocar was slightly thinner than usual. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.